Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had an unexpected restart on the insulin pump. Customer stated that the issue has been going on for 6 months now. Customer must reset the time and date. Customer stated that the alarm appeared in the alarm history. Customer also stated that the pump was not stored and the alarm occurs every time they change the battery. Customer reported that the alarm was recurring during normal use. Customer mentioned that when they replace the battery, they have to reset the time and date every time. Customer was advised that the insulin pump will need to be replaced. Customer may continue to wear the pump until the replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.